Manufacturer narrative:
On initial submission, conclusion code reported incorrect, the correct code is "cause not established'. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation primary with unknown saline breast implants which the patient reported generalized illness( breast pain, numb side of breast towards the armpit, pain, nerve pain behind the back, node under the chin, pressure on her ear, nerve pain on the head, hearing loss, swollen chin, lump on the chin) after implantation. The issue was not confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two sides.